Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical italy for evaluation. The customer's report could not be duplicated. Three 30-joule shocks were delivered using external paddles. A single short test passed after the first shock. ECG showed a pulsing pattern but no short condition. Lead fault entries were logged, and high impedances (16,14,13 ohms) indicated poor contact between electrode plates. This prevented proper short detection during shock delivery. Delivered energy match expected values. No device malfunction found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.